Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device analysis will be submitted as a follow up report.

Event description:
It was reported that the patient was re-implanted on (B)(6) 2013. To date no further info is available.